Event description:
Blood leakage: a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Haemostasis was successfully achieved with hydrofit. Subsequently, the procedure was successfully completed. Patient outcome: health harm to the patient was not serious.

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding - a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Impact code: 4613- minor injury/ illness / impairment- harm health to the patient was not serious. Medical device problem: 1250- fluid/blood leak- a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a 4-year review was performed; occurrence rate was 0.115%. No trend requiring action at this time. 4111 - communication/interview: additional questions sent to the site; however, the site is unable to provide any additional information 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding - a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Impact code: 4613- minor injury/ illness / impairment- harm health to the patient was not serious. Medical device problem: 1250- fluid/blood leak- a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 4-year review was performed, occurrence rate was 0.115%. No trend requiring action at this time. 4111 - communication/interview: additional questions sent to the site, however it was confirmed on 02 may 25 that no additional information can be provided regarding the complaint. 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted. Investigation finding: 3221- no findings available- as the site did not provide any information or scans/images, a comprehensive analysis could not be conducted. 213- no device problem found- a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. All inspection tests were performed to meet the specification criteria. Investigation conclusion: 4315- cause not established- as the site did not provide any information or scans/images, a comprehensive analysis could not be conducted. However, a full batch review was carried out, and no issues were identified.

Event description:
Blood leakage: a blood leak was observed from the factory seam at the base of the collar. Administration of protamine could not stop the leak. Haemostasis was successfully achieved with hydrofit. Subsequently, the procedure was successfully completed. Patient outcome: health harm to the patient was not serious. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00052 to provide event closure information for tag0230.